Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the j702 trunk cable connector was cracked inside the distribution node (dn). The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the cracked connector. The root cause of the cracked connector is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.